Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she used the patient programmer (pp) to adjust stimulation and has shut it off as well, but the patient still feels pain and stimulation is still there. The patient stated she is at 0.2 v and has the implant turned off. The patient turned stimulation down to 0.0 v and then turned stimulation off. The patient noted it is helping a little bit with the pain and stimulation. The patient stated she is not very satisfied with her implant since she is still experiencing bladder issues. The patient noted she has bowel issues as well, but the implant has been helping with that. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.